Manufacturer narrative:
G4:11feb2021. B4:11feb2021. H8: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. The reported complaint of a blower assembly noise was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11feb2021.

Event description:
The customer reported that the blower is noisy. The customer reported that the unit was not in use on a patient. It was discovered when a hospital medical engineer was performing a pre-use check. The customer contacted product support and requested service repair. The service technician confirmed that noise occurred when the blower was running. The service technician replaced the blower assembly then the issue was resolved.